Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Therefore, olympus could not evaluate the subject device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined. But based on the similar cases with the same model, it is known that the surgeon activated the device while the probe had contact with something hard (like metal or hard tissue), the probe breaks.